Manufacturer narrative:
(B)(4). One used bravo ph capsule delivery device was received for evaluation. Visual inspection found that the delivery system guide wire was bent. This may result in the capsule not properly attaching to the patient's esophagus or not detaching from the delivery device. Thus, the investigation identified the root cause of the reported event to be user error.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo ph capsule failed to attach. Physician reported that the capsule fell into the patient's oropharynx and then migrated to the patient's nose. Physician successfully removed capsule with forceps. Patient had a normal recovery.